Event description:
Myosure sheath turned out to be unusable. Procedure on pause while patient under anesthesia to troubleshoot. Call rep for equipment/instruments, call css, etc. Problem resolved by phone call with rep, [redacted name]. About 30 minutes process to resolve. Manufacturer response for myosure tissue removal suite, myosure tissue removal suite (per site reporter). Troubleshooted issue in real time.